Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 9/20/2016, the reporter contacted animas and alleged that the patient had been hospitalized with a blood glucose over 300 mg/dl but less than 500 mg/dl, large ketones, and a fruity breath odor. Treatment included IV fluids. During troubleshooting, customer support identified the following potential cause of perceived inaccurate delivery: overriding dosage recommended by bolus calculator feature. Cs also identified the following potential causes of bg issue: miscounting carbohydrates; failure to bolus; bolus without eating; change in nutrition; change in stress level; and significant weight change without adjustments to insulin regimen (+/- 10%). Troubleshooting also found that the basal delivery totals in tdd do not match, variation due the cartridge change, battery change, and prime menu accessed. There was no indication of pump malfunction. Cs referred the patient to hcp for diabetes management. This complaint is being reported as the bg excursion was attributed to use error (overriding dosage recommended by bolus calculator).